Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 475 mg/dl at the time of incident. The current blood glucose level was 212 mg/dl. The customer treated with bolus from insulin pump. Troubleshooting was performed for high blood glucose. The customer also stated that the insulin pump was over delivery. The blood glucose level was 61 mg/dl at the time of incident. The current blood glucose was 212 mg/dl. The customer treated with food. The drive support cap was sticking out. The insulin pump will not be returned for analysis.